Event description:
(B)(4) first ins]: information was received, from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt had not worn their equipment for a while. And they got it all charged up and they did not remember how to turn stim on or off. The pt was in a lot of pain, which started maybe a month or so ago. During call, pt unlocked the controller and group a was on. Pt wanted to know how to get it to feel stimulation. Pt went into programs 1, 2 and 3 and increased intensity and could feel relief. Pt made a comment that they use to touch them self and it turn on. Pt would take the controller and touch it to the ins and it would automatically read it. And do what it had to do and adjust from that. Agent was confused. And the equipment was working as intended to adjust therapy. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.